Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient was having ¿malfunctions¿ with the pump. The patient used her four boluses because the weather was bd. On tuesday she used it at 8pm and then used it again after that and it didn¿t deliver. The patient waited until the next morning wednesday and it wouldn¿t let her use it and it said to wait 3 hours after that wait 4 hours. From 8pm tuesday until 2:30 the patient was not able to get a bolus for 3 days. The system was being used to deliver baclofen and morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was never a pump or catheter issue. The reference of the malfunction was against the personal therapy manager (ptm). The patient received a new ptm on (B)(6) 2014 and they still had the broken one, but it would be sent back to repair. The patient was doing well with no issues.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported baclofen and morphine treatment started on (B)(6) 2014. The patient was also taking the following medications (oral, etc.) At the time of the event: symax -sr, ambien, lidaderm, asa, bystolic, librax, klonopin, diclofenac, doxepin, neurontin. The patient's medical history included ibs, muscle spasms, bell's palsy, and breast cancer. The patient was experiencing pain at the time of the event. The bolus denied screen was locking the patient out appropriately because of the programmed parameters. The patient reported failed attempts to bolus, but the logs said otherwise. An appointment was made on (B)(6) 2014 and the problem was discussed with the patient. The issue had been resolved "for now" and the patient recovered without permanent impairment.